Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated, patient alleged that the frame is broken at the weld by the back tire.